Event description:
It was reported that the right ventricular (rv) lead had rising and high thresholds and rising and high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.